Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the customer called in to report that they were not able to dock the universal surgical manipulator (usm) 1. The system powered up normally and the cannula was secured; however, the usm led would not turn blue. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to reinstall the cannula, but the issue persisted. The customer then swapped to another cannula and the system worked normally. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to continue the procedure with all 4 arms. No arm was disabled/stowed. Information regarding relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse conducted an inspection but could not reproduce the issue. There was no error found in the error log. The fse checked the usm 1 but found no issue. The customer attempted to install the cannula on the usm 2&3, and it worked normally. The fse considered similar issue and electively replaced the universal surgical manipulator (usm) 1 to prevent the issue from recurring. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received, the universal surgical manipulator (usm) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The usm was placed and tested on an in-house system. The unit passed all tests. The usm was then tested on a patient side cart (psc) fixture test platform (pftp) where it failed sensor check on the yaw. The yaw searchlight sensor assembly will be replaced as a fix to the reported problem. The complaint regarding docking issue was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was not working properly at the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to resolve the docking issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.